Event description:
New information came in on 29mar2022 from customer stated that there was no allegation of a product malfunction or false positive.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or false positive.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported at least five unconfirmed false positive results with the binaxnow¿ covid-19 ag card test performed. Although requested, no additional patient information, including treatment and outcome, was provided.